Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was off the bus and no lights on pyxibus module board. A field service engineer (fse) powered the station off and inspected the drawer controller boards and determined that the 4.2 board had failed. A cut on position sensor was also identified. The fse replaced the position sensor, the drawer controller, and the pyxibus module boards and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 and 4.2 failed and was not detected on bus. The user rebooted and tried to recover but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.